Manufacturer narrative:
Batch review performed on 30 september 2021: lot 1910410: 45 items manufactured and released on 02-apr-2020. Expiration date: 2025-03-25. No anomalies found related to the problem. To date, 42 items of the same lot have been sold without any similar reported event.

Event description:
At 1 year and 1 month after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.